Event description:
It was reported that a user experienced hyperglycemia with continuous high glucose readings on cgm and a capillary meter value up to 560 mg/dl after changing ilet pump supplies the prior evening, with the device displaying an ¿unable to proceed¿ alert that resolved after completing the supply change; nursing staff observed no leaks or pump alerts, and the user later performed an additional supply change, after which insulin delivery resumed. Investigation of this case revealed no observed device leaks or hardware malfunction and confirmed successful resumption of delivery after supply replacement, with the cause of hyperglycemia unclear. Investigation included technical support troubleshooting and user education. Symptoms included headache. Outcomes included prolonged elevated glucose for approximately nine hours without need for medical intervention or hospitalization, and the user¿s caregiver assisted with supply replacement. It was concluded that, based on previously established findings for similar reports, the event involved hyperglycemia of unclear cause with effective correction following supply change and no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.